Manufacturer narrative:
Removed phone number from the grid- failing electronic submission. Phone: (B)(6). .

Event description:
The customer reported a problem with the battery. There was no reported patient involvement.